Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. An x-ray was performed and no anomalies were observed. No intervention was performed and the patient was stable and will continue to be monitored.